Event description:
It was reported that a high drain 101 alarm occurred during the initial drain on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The initial drain volume (dv) equaled 340ml and the initial drain alarm (ida) was 2200ml. The care giver (cg) stated the home patient (hp) bypassed the initial drain due to alarm. The cg stated the ultra filtration (uf) equaled 2042ml after drain one. The cg stated they had disconnected the hp sometime during the night and the hp had completed two cycles. The fill volume (fv) equaled 2000ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1996 the device was not available for evaluation. A device history review and service history review revealed no issues that could have caused or contributed to the reported difficulty of a high drain 101 alarm/iipv-adult. Should additional relevant information become available, a supplemental report will be submitted.